Event description:
The customer reported the collimator failed. No pt injury was reported.

Manufacturer narrative:
The service rep adjusted collimation to where the collimator edges are just inside of the viewable image. System is working as intended.